Manufacturer narrative:
On july 30, 2021, it was reported to mentor that the date of removal is (B)(6) 2021. The replacement device is non-mentor ¿ natrelle. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast augmentation primary with a mentor smooth round spectrum 325cc and suffered from a breast pain, skin reaction, deflation on the left side and breast pain on the right side. The patient experienced soreness, itchy all around, veins coming out, water flooding breast, right is now sore as well. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right side.